Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw (unihg) fractured beneath the head. Tooth location 3.

Manufacturer narrative:
One gold-tite® hexed uniscrew (unihg) was returned for investigation. A visual inspection of the as returned product identified that the screw is cracked at the threaded region, which has not yet sheared off. The hex head is heavily worn. Therefore, based on the evaluation, device malfunction has been confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A root cause cannot be determined. (B)(4).

Event description:
No further event information available at the time of this report.